Event description:
The customer called to report that there was moisture inside the liquid crystal display. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corrosion on the liquid crystal display board.